Event description:
Device 1 of 4. Reference MFR report #s 1627487-2010-03463, 1627487-2010-03464 and 1627487-2010-03465. The pt received her scs sys on (B)(6) 2009, consisting of an ipg and two percutaneous leads. A third percutaneous lead was implanted on (B)(6) 2010. It was reported on (B)(6) 2010 that the physician planned to replace two of the pt's leads due to migration. The surgical procedure which occurred on (B)(6) 2010, resulted in the replacement of the pt's entire scs sys. It was reported that one of the leads exhibited high impedance readings and was kinked and replacement of the pt's ipg was warranted due to the technical difficulties experienced by the physician. The explanted devices were discarded by the hospital and will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.